Event description:
It was reported that the patient was seen in the hospital due to unrelated high voltage concerns. In hospital, the atrial lead exhibited noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.